Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other healthcare professional reported that the viscous fluid control set was not recognized during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
The returned product was visually inspected and no obvious defects were observed. In return condition, the gray tip plunger was inside the small parts tray (smpt). The viscous fluid control (vfc) cannula needle tips could fit into 10 milliliter syringe. The vfc tubing set and gray tip plunger could fit into 10 milliliter syringes. The vfc tubing set, gray plunger, vfc cannula needle tips were found to be in the good condition. A calibrated console was used to test the sample. The consoles could recognize the vfc by illuminating green on the light emitting diode (led) ring. The customer's experience could not be replicated. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.